Event description:
The customer reported obtaining incorrect patient results for total bilirubin (tbil) involving the unicel dxc 600i synchron access clinical system. The customer provided instrument printouts for two patient samples for this event which showed that magnesium (mg) and direct bilirubin (dbil) results were also affected. Subsequent repeat of the samples on an alternate instrument produced higher results. The customer stated that the erroneous results were reported out of the laboratory but there were no known injuries, changes to patient treatment, or death associated with the event. The customer indicated that quality control (qc) results were out of the laboratory's established ranges for multiple cartridge chemistries (cc). The customer stated that one sample was collected in a microtainer sst tube with a yellow cap, and was a heel stick. The other sample was collected in a heparin dark green tube. The samples were spun at 6000 rpm for 5 minutes at ambient temperature. Both samples were run fresh and not stored.

Manufacturer narrative:
The customer stated that the reagent probes were dripping clear fluid onto the black reagent carousel spill tray. The volume of the leak is unknown but the leak was contained within the instrument. The customer discovered a loose reagent syringe barrel and proceeded to tighten the syringe to resolve the issue. The customer replaced the reagent cartridges and the subsequent quality control results were within the established ranges. Failure mode of the event is hardware and the customer tightened the cartridge chemistry reagent syringe to resolve the issue.